Event description:
Caller reported an advantage system blood glucose result of hi, which on the advantage system indicates a result in excess of 600 mg/dl, 109 mg/dl on a professional system within 10 minutes. Customer reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.